Event description:
A user facility reported to olympus that during reprocessing, the evis exera ii duodenovideoscope forceps elevator does not move down anymore. The elevator knob only goes half way. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed that the forceps elevator was flexing backward. The evaluation found the bending section cover to be cracked and scratches and dent on the distal end of the device. The faulty parts were replaced to meet olympus functional standard and the annual inspection was completed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. For the suggested phenomenon of "the forceps elevator does not go all the way up", it was presumed that the forceps elevator was not able to be moved due to deformation of the forceps elevator or components around it which resulted from stress from the outside. For the suggested phenomenon of "c-cover [distal end cover] crack and gap", it was presumed that the event was caused by application of stress from the outside to the distal end of the device such as hitting or dropping. For the suggested phenomenon of "glue between the c-cover and the c-body [distal end of device] was deteriorated", it was presumed that the event was caused by stress from the outside during handling, chemical stress, or influences of storage environment. The following descriptions are included in IFU (instructions for use) (operation manual). The suggested events were preventable. "Important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The following is documented within the IFU (reprocessing manual): "chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk. 5.1 storage of the endoscope: 2. Confirm that all surfaces of the endoscope (especially the interior of the channels, the distal end, the lens, and the electrical contacts) are completely dry." Olympus will continue to monitor field performance for this device.